Event description:
It was reported that during a procedure, the checkpoint pin broke off as it was being removed. The surgeon said it was very hard sclerotic bone and he used a rongeur to pull it out, leveraging up and down to get it to release it from the bone. He then had to chisel around the retained material and pack crushed cancellous bone into the void that was created with the chisel. The broken part was removed from the patient. There was surgical delay reported as a result of the event.

Manufacturer narrative:
H10: the device, used in treatment, was not returned for a prior investigation. However, the initial investigation found that the patient's anatomy contributed to the reported device problem. The patient was reported to have "hard and sclerotic bone", which may contribute to the breakage of the thin stem on the checkpoint. Device history record review found that the reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports of this event. This issue will continue to be monitored.. The surgical technique guide released at the time of the complaint provides instructions for checkpoint pin removal. It has a warning which states "when removing the checkpoint verification pins, avoid wrenching the pin out of the bone. Be sure to pull perpendicularly away from the patient's bone to avoid breaking off the head of the pin". This failure is an identified failure mode within the risk file. We are not able to confirm there was a relationship established between the reported event and the device. However, factors that may have contributed to the reported event were the patient's anatomy of having "hard and sclerotic" bone and the leveraging of the rongeur to remove it likely broke the thinner stem of the pin. The stem of the pin is intentionally designed to be thin so that it can be easily inserted into the patient's healthy bone with minimal damage to the bone. The root cause of the reported event could not be determined. No containment or corrective actions are recommended at this time. Per complaint details, this represents a procedure complication and does not represent a device malfunction. Based on the information provided and the reported delay, the patient had very hard sclerotic bone and the surgeon used a rongeur to pull it out the broken pin. No patient injury/impact beyond the reported events could not be concluded. Therefore, no further medical assessment is warranted at this time.